Event description:
Additional information has been requested and received that haptic was cracked but the technician realized it when tried to load it there was no patient contact.

Manufacturer narrative:
Additional information provided in b.5., h.3. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic was cracked. The reporter was not sure whether the implant came that way or if it was done when loaded. The implant had to be cut out and replaced with another implant. The procedure was completed. Additional information has been requested and yet no new information received.